Event description:
Patient in office today ((B)(6) 2023) for testing lv lead testing. Caller noted pocket stimulator with lv1-rvcoil pacing at 5v at 0.4ms at todays office check. Caller noted that they have been seeing dips in lv pacing impedance (lv1-lv2) as well as jumps in lv pacing thresholds over the same time frame (starting (B)(6) 2022). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).